Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 01-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (20 mg/ml at 1.2 mg/day) via an implantable pump for unknown indications for use. It was reported that the physician was not able to aspirate the catheter during a side port study. The catheter was determined to be not patent. The catheter was revised. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.